Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted, a small edge of the cartridge was observed in the top of the anterior chamber hanging just on the inside of the tunnel. The patient could see well and was pleased after the procedure was completed. Through follow-up, we learned that the patient has no complaints and is happy with the outcome. The eye was completely calm; therefore, the small edge observed was left in the eye. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph provided by the customer was evaluated. The photograph showed a dark-field technique picture of the cornea-scleral junction and partially the anterior chamber of an eye claimed to be implanted with a gib00 model intraocular lens. Due to the quality and orientation of the image, the picture did not provide details to accurately assess and identify the reported issue. The complaint issue "product loose particles" was not identified during photograph evaluation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.